Manufacturer narrative:
B5 - reportedly, problem resolved. Patient will be closely monitored. Patient is happy. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5_12.6; -9.50 diopter implantable collamer lens into the patient's left eye (os) on (B)(6) 2021. The surgeon now reports the patient has low vaulting. Lens remains implanted.attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).